Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 04/02/2014; belt: 09/08/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was in the hospital at the time of passing. Review of the download data, indicates the patient received one appropriate treatment and one additional shock in response to CPR artifact. The patient was in vf with CPR artifact at the time of the first treatment at 12:19:23 pm on (B)(6) 2019. The patient's post-shock rhythm was asystole with CPR artifact transitioning to an idioventricular rhythm at 60 bpm with tactile artifact. The patient received a second treatment while CPR artifact obscured the patient's rhythm at 12:22:02 pm. The patient's post-shock rhythm was a sinus rhythm at 90 bpm with pauses transitioning to an idioventricular rhythm at 90 bpm with motion artifact. The patient was in af at 110 bpm with pvc's transitioning to a sinus rhythm at 90 bpm transitioning back to af at 130 bpm the rhythm then transitions to an idioventricular rhythm at 50 bpm transitions to bradycardia at 20 bpm with CPR artifact from approximately 12:22:16 until the electrode belt disconnection at 13:59:33 on (B)(6) /2019. The patient passed away on (B)(6) 2019.